Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. The complaint device was received without any sutures or threader tab that may have been involved with the failure experienced by the surgeon, and the suture that is wound through the anchor as part of the finished product did not appear damaged. However, it was observed that the distal tip of the device was broken. The threads of the anchor did no show signs of wear. The suture bundle within the handle of the device was still intact, and appeared to be in unused condition. It was reported that the suture broke when the surgeon was holding the sutures while inserting the device into the patient. It is possible that the anchor was broken while the surgeon was tensioning the sutures directly after the anchor was zip-lined. However, given the information provided we cannot discern a definitive root cause for how the anchor broke. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the sales rep's 5.5mm healix advance knotless anchor was being inserted into the patient when the sutures pulled through the anchor. The sales rep stated that the surgeon was holding the sutures while inserting. The anchor was fully removed with no debris left in the patient. The case was completed with a like-anchor in the same bone hole with no patient harm, but a three minute delay to open a new anchor. The anchor is returning for evaluation.